Event description:
Reporter alleged blood glucose measured 80 mg/dl back to back with a result of 358 mg/dl performed within a minute of each other. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.